Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but have not sought further help.

Event description:
It was reported that the patient¿s neurostimulator didn¿t work well.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v297553, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was later reported the patient¿s therapy may not have been working since implant because they had not changed programming because they just found their remote.

Manufacturer narrative:
(B)(4).